Manufacturer narrative:
This report is for an unknown screws: locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of one (1) multiloc humeral nail, three (3) unknown 4.5mm multiloc screws, one (1) unknown 3.5mm locking screw and two (2) unknown 4.0mm locking screws. It is unknown what was the reason for the removal of the devices. The procedure was successfully completed but it is unknown if there was a surgical delay. Patient status is unknown. Concomitant devices reported: 8.5mm ti multiloc humeral nail right/cann/225mm-sterile (part number 04.018.225s, lot l795401, quantity 1), screws: trauma (part number unknown, lot unknown, quantity 3), screws: locking (part number unknown, lot unknown, quantity 3). This report involves one (1) unknown screws: locking. This is report 7 of 7 for (B)(4).